Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had hardware failure a field service engineer removed the latch column, cleaned, tightened, and re-seated all cable connections for the latches and micro switches. The fse applied grease, tested the unit in the hardware testing application, and the customer also logged in and verified that the inventory doors station was working as designed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door failed and required maintenance. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer, unplugged and plugged in the power cable, opened the back panel and checked; however, these efforts were unsuccessful, and the problem persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.